Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was printed at the mfg facility. The pump history indicated that the pump continued to be in use after the reported date. The initial programing for line b from the reported event date of (B)(6) 2010 was overwritten by the newer info. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pt received less medication than intended. At 1030, line b of the device was programmed in the concurrent mode. To deliver 1000ml of methotrexate, at a rate of 43.5ml/hr, for a duration of 23 hours, and the delivery was started. Line a of the device was programmed to deliver saline. No further programming parameters were provided. The customer contact indicated that the rate on line a "varied" and that the saline containers were changed several times during the 23 hours. At approximately 1500, both lines a and b "appeared to be infusing." On (B)(6) 2010 at an unspecified time in the morning, the clinician verified the rate on line b and at this time noted the display indicated the vtbi (volume to be infused) was 20ml with a remaining with a 30 min duration as expected, however, approximately 700ml remained in the methotrexate container. The delivery was stopped. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The device was removed from clinical service. On (B)(6) 2010, the customer contact indicated that the pt returned to the user facility and then received the methotrexate therapy using a replacement device. Though requested, no add'l info was provided.